Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2005, cesarean section in 2002, multigravida and ovarian cyst. Concurrent conditions included pelvic adhesions. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("blood clots formed on ovaries"), thrombosis ("blood clot") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (novasure ablation which failed in 2009 and vaginal hysterectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the genital haemorrhage, pelvic pain, thrombosis and dysmenorrhoea outcome was unknown and the endometriosis had resolved. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, pelvic pain and thrombosis to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date-2005-2006 (as per pfs).as per mr, patient had essure in 2009. On (B)(6) 2005, patient would like permanent sterilization with a tubal ligation. Patient is admitted for a repeat low-transverse cesarean section with bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: minimal endometrium with fibrosis consistent with previous ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event pelvic pain, thrombosis and dysmenorrhea added. Lab test and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2005) in 2005, cesarean section (2002) in 2002, multigravida, ovarian cyst, bicornuate uterus and tonsillectomy (1982). Concurrent conditions included pelvic adhesions, dysfunctional uterine bleeding and menorrhagia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("blood clots formed on ovaries"), thrombosis ("blood clot") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (novasure ablation which failed in 2009 and vaginal hysterectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis and dysmenorrhoea outcome was unknown and the endometriosis had resolved. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, pelvic pain and thrombosis to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005, (B)(6) 2006 as per mr, patient had essure in 2009. On (B)(6) 2005, patient would like permanent sterilization with a tubal ligation. Patient is admitted for a repeat low-transverse cesarean section with bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: minimal endometrium with fibrosis consistent with previous ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2005) in 2005, cesarean section (2002) in 2002, multigravida, ovarian cyst, bicornuate uterus and tonsillectomy (1982). Concurrent conditions included pelvic adhesions, dysfunctional uterine bleeding and menorrhagia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("blood clots formed on ovaries"), thrombosis ("blood clot") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (novasure ablation which failed in 2009 and vaginal hysterectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis and dysmenorrhoea outcome was unknown and the endometriosis had resolved. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, pelvic pain and thrombosis to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005, (B)(6) 2006 as per mr, patient had essure in 2009. On (B)(6) 2005, patient would like permanent sterilization with a tubal ligation. Patient is admitted for a repeat low-transverse cesarean section with bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: minimal endometrium with fibrosis consistent with previous ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information and patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and endometriosis ("blood clots formed on ovaries"). The patient was treated with surgery ((B)(6) 2007 (partially hysterectomy). (B)(6) 2004 (full hysterectomy)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the genital haemorrhage outcome was unknown and the endometriosis had resolved. The reporter considered endometriosis and genital haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet- reporter information, date of birth, events general abnormal bleeding and blood clots formed on ovarian were added. Case category changed from device other event to incident. On 1-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.